Event description:
It was reported that (1) tsw35 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon was bothered by the fact that there were staples hanging out from the proximal end of the staple line (the end closest to the "crotch" of the jaws). The surgeon concerned because there were staples hanging out of the tissue which seem to form a "fish hook" which could catch surrounding tissue. It is unknown how the case was completed. There was no consequence to pt.